Event description:
Customer reports false positives when testing samples with the cmv assay on the galileo. The customer states that over half of the results on the plate are positive which is much higher than normal. The results have not been repeated on a second instrument.

Manufacturer narrative:
Review of plate images indicates pinholes in the buttons. A service call was made. Replaced cmv indicator cells, liss, and also put on a new pbs 20l cube as the system fluid container was low. In lieu of abo reagents, ran the customer's pq panel (cmv and pool_cell assay x8 specimens each) with acceptable results. The system was tested and performed within specifications with no problems observed. Reusing residual volume plates can give false volumes after the coating is washed off. Customer was cautioned against this practice and told that a new capture r screening plate should be used each time.